Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the hcp mentioned 2 patients with devices that do not work anymore. One patient had a device from 1983 and it was unknown which manufacturer made the device. The hcp stated the other patient was seen two weeks ago and the patient hadn't been to a hcp for 5 years. It was mentioned they only see their manufacturer¿s representative (rep). The hcp couldn't provide any additional information about this event. No symptoms or further complications were reported.